Event description:
Per the territory manager (tm) report, during a transfemoral tavr procedure the bulky leaflet calcification caused the valve to shift aortic during deployment. Post deployment the 26mm sapien valve position was too aortic (70:30 aortic) and had moderate-severe paravalvular leak (pvl). A 2nd 26mm sapien valve was implanted. Case summary: a bav was performed with the edwards¿ 23mm x 4cm bav balloon catheter. When the bav balloon was inflated a waist was noted, but the balloon did fully expand. The delivery system was then introduced and the sapien valve was deployed. Post deployment assessment showed that the valve position was too aortic and had moderate-severe aortic insufficiency (ai). The pulmonary artery (pa) pressures were increased. There was a good amount of discussion as to the source of the ai. The final conclusion was that it was paravalvular leak (pvl) due to a large piece of calcium in the non coronary cusp (ncc). The team decided to prep a 2nd 26mm sapien valve and implant slightly more ventricular. After the deployment of the 2nd valve the pressures were slightly improved but the paravalvular ai remain unchanged on echo and cath. Another cc of contrast solution was added to the syringe for a post-dilation. Final paravalvular ai was called moderate. The patient remained stable through-out the procedure. Per the latest report, the patient was doing very well and was preparing for discharge.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and paravalvular leak are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report the bulky native leaflet calcification caused or contributed the sapien valve to shift aortic during deployment affecting the final valve position. In addition the large piece of calcium on the non coronary cusp (ncc) in combination with an elliptical shaped annulus was thought to be the cause of the moderate-severe pvl post deployment. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00160.

Manufacturer narrative:
Per the original report, the lad was stented as discussed prior to the tavr procedure. According to the information provided in the operative report, a pre-operative catheterization revealed a proximal 70% lad stenosis and a coronary angiogram done post valve deployment showed that the proximal stenosis in the lad appeared to have worsened and was roughly 95%. A pci with bare metal stent was performed with good results. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. In this case, even though per report it had been decided pre-tavr to treat the patient's underlying 70% lad stenosis by placing a stent, it appears that during the procedure some debris from the calcium deposits may have embolized into the lad, worsening the patient¿s pre-existing condition. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.